Manufacturer narrative:
The root cause of this event could not be determined, however, the most likely root cause is sample related. The customer return sample was not tested on the provue due to insufficient sample though was tested manually and mf results were obtained in the anti-d microwell. A/b/d monoclonal and reverse grouping card lot# 022317037-05 gave expected results using the manual test method and the provue test method. A known weak d donor sample was tested using both manual and provue test method and gave expected results when tested with card lot# 022317037-05. A medical consultation was performed by ortho medical safety officer, and the following was reported: since the patient received compatible red blood cells (o negative) and platelets (o positive), the transfusion reaction this patient experienced was not due to hemolysis and was not linked to the discrepant rh d typing results.

Event description:
Customer contacted (B)(4) to report equipment false negative result on provue analyzer with patient rh testing. Customer states that after testing patient sample with manual gel and obtaining o positive result, with rh grade of 4+ for the d well, patient was transfused with one unit of o negative packed red blood cells and 1 unit of o positive platelets. Patient had transfusion reaction despite being transfused compatible blood products, at which point a second sample was collected from patient for transfusion reaction work up. This second sample was tested on provue three times, with each time customer getting o negative result for patient blood group testing.